Manufacturer narrative:
The troponin t reagent lot number was 68812401, with an expiration date of 31-may-2023. The vitamin b12 reagent lot number and expiration date were requested, but not provided. The field service engineer replaced the measuring cell. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat and a second patient sample tested with elecsys vitamin b12 on a cobas e411 disk. The first sample initially resulted in a troponin t value of < 3 pg/ml and it repeated as 10.4 pg/ml. The second sample initially resulted in a vitamin b12 value of > 2000 pg/ml. The sample was diluted and repeated, resulting in a value of 565 pg/ml. The sample was repeated again without dilution, resulting in a value of 548 pg/ml.